Event description:
It was reported that during a device upgrade procedure the physician noted that the right ventricular (rv) lead had blood in the proximal portion of the lead under the insulation. No obvious insulation damage was noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval other description: analysis cannot be completed at this time due to pending litigation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.